Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated. Analysis of the returned driver revealed that the driver was damaged and both tips of the driver were sheared off. The damage to the driver was sufficient to prevent functional testing. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, labeling states avoid application of excessive stress on instrumentation and not to force deployment or implant breakage or damage to bony structures may result. The IFU also states to carefully inspect all instruments prior to and after use; do not use an instrument that is visibly damaged. If an instrument appears damaged after use, the IFU instructs to confirm that no broken fragments are retained in the patient. Scanning electron microscopy (sem) analysis, material composition, and hardness testing revealed the device anomaly is associated to the presence of excessive hydrogen in the instrument material, likely due to a manufacturing deficiency.

Event description:
It was reported that prior to completing the superion indirect decompression (ID) procedure, x-ray imaging revealed artifacts next to the implants spindle cap. The physician assessed that the driver prongs had sheared off next to the ID implant. The physician using forceps, confirmed all driver pieces were removed before completing the procedure. The patient did well post-operatively.

Event description:
It was reported that prior to completing the superion indirect decompression (ID) procedure, x-ray imaging revealed artifacts next to the implants spindle cap. The physician assessed that the driver prongs had sheared off next to the ID implant. The physician using forceps, confirmed all driver pieces were removed before completing the procedure. The patient did well post-operatively.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated. Analysis of the returned driver revealed that the end of the driver tips were broken off and completely sheared off. The damage to the driver was sufficient to prevent functional testing. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, labeling states avoid application of excessive stress on instrumentation, including insert driver through the proximal entry point on the inserter, gently rotating until the distal end of the driver is engaged to the implant among other risks associated with the procedure. Scanning electron microscopy (sem) analysis, material composition, and hardness testing revealed the device anomaly is associated to the presence of excessive hydrogen in the instrument material, likely due to a manufacturing deficiency.

Manufacturer narrative:
Analysis of the returned driver revealed that the end of the driver tips were broken off and completely sheared off. The damage to the driver was sufficient to prevent functional testing. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, labeling states avoid application of excessive stress on instrumentation, including insert driver through the proximal entry point on the inserter, gently rotating until the distal end of the driver is engaged to the implant among other risks associated with the procedure. Scanning electron microscopy (sem) analysis, material composition, and hardness testing revealed the device anomaly is associated to the presence of excessive hydrogen in the instrument material, likely due to a manufacturing deficiency.

Event description:
It was reported that prior to completing the superion indirect decompression (ID) procedure, the physician assessed that the driver prongs had sheared off next to the ID implant. The physician using forceps, confirmed all driver pieces were removed before completing the procedure. The patient did well post-operatively.